Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose was 138 mg/dl. Reportedly, the customer successfully loaded a new cartridge to clear the alarm and resumed insulin delivery.